Event description:
I am concerned my saline breast implants from 1983 (approx 32 years old) are not bpa free and plastic has and will continue to breakdown and leach into my body. A recent hair analysis shows plastic in my body. Were the shells of these saline implants in 1982/83 made of plastic? Thank you. (B)(6).